Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 53,345 joules. Add'l info reported by the customer was the forward firing condition was noticed during the procedure. A red light was seen when the fiber failed. There were no error codes that were displayed on the console when the event occurred. The pt did not experience any harm as a result of the event. The user did not experience any injury from use of the system. The current status of the pt is good.